Manufacturer narrative:
(B)(4). H6: mechanical (g04) ¿ head . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a closed reduction under sedation approximately 5 months post implantation due to dislocation. The patient had reported pain after undergoing a lumbar kyphoplasty, and an x ray the same day confirmed the dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b5, d6a. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: day of reduction - dislocation of reverse identity prostheses while undergoing a lumbar l1 kyphoplasty - ¿single ap view demonstrates dislocation of the humeral component lateral and superior to the glenoid component. No definite acute displaced fracture. Closed reduction performed¿ - patient had severe right shoulder pain in pacu and was noticed to have uneven shoulder height, xray revealed dislocation of right total shoulder. -CT scan: postoperative changes related to reverse right shoulder. 0.6cm linear calcific focus overlying the posterior glenoid, indeterminant for avulsion fracture versus heterotopic ossification, coracoid process is isolated and anteroinferior displaced relative to the base of the coracoid, chronic. Degenerative changes and fragmentation centered at the acromioclavicular joint. A definitive root cause cannot be determined. The reported event is confirmed with medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a closed reduction under sedation approximately 1.5 years post implantation due to dislocation. The patient had reported pain after undergoing a lumbar kyphoplasty, and an x ray the same day confirmed the dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.